Event description:
The user received a questionable troponin I result for one sample from a digital proficiency survey. The result generated from the elecsys 2010 was 38.46 ng/ml. The tech repeated testing as the result was outside of the technical limits of the assay. No repeat result could be provided. The upper limit of the acceptable range was 31.96 ng/ml. The user stated she had no concerns about patient sample results. The troponin I regent lot number was 15738001. The user declined a service visit as she does not believe there was an issue.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) is k082590.

Manufacturer narrative:
The initial 3500a had the wrong product name pocketscan meter. The correct product is ot ping.

Event description:
It was reported by service report that the brake would not set. No adverse consequences have been reported.

Event description:
The lay user/patient contacted lifescan alleging the meter has black ink spots in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.